Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Subsequent information received that this device was at elective replacement indicator (eri) and the physician wanted to perform defibrillation threshold (dft) testing to test high shock impedance measurements. Boston scientific technical services (ts) was consulted and stated that this would be off label as there has been no testing on this with pediatric patients. Ts also recommended not performing dft testing because the device was at eri and would need a longer charge time. Ts recommended commanded 1.1 or 41 joule shocks instead. The physician opted to perform the dft testing even though ts did not recommend it. During the dft testing the patient was externally rescued after 25 seconds of charge time. Ts was once again consulted and explained that since the device was at eri it would need a longer charge time. It was noted that the physician believed the cause of the higher shock impedance measurements was due to the epicardial leads. This device was explanted and is no longer in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a seizure. There were no stored episodes at the time and it was thought the seizure was non-cardiac related. At that time, the physician had reported a change in shocking impedances from 61 ohms at implant then two months later 95-100 ohms and stabilized. The patient has a non-boston scientific defibrillation lead implanted. Other lead values were normal and an x-ray appeared fine. Technical services discussed troubleshooting. No further patient effects were reported. The device and lead remained in-service.

Manufacturer narrative:
Over six months later, this ICD detected shocking impedances > 125 ohms. The patient was being further evaluated by the physician who questioned cut-offs for shocking impedances. Technical services discussed issue and information suggests this device and lead remain in-service.

Manufacturer narrative:
Additional information was received indicating this lead continues to exhibit shock impedance measurements greater than 125 ohms. The local area field representative reported this has been a chronic issue and the plan continues to be monitoring the situation only. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.